Event description:
A nurse reported that a multifire endoscopic clip applier misfired dropping two titanium ligating clips into a pt during a laparoscopic cholecystectomy. Both clips were retrieved; however, one clip was lost in the drapes after removal. X-ray did not reveal any clips. The pt is fine with no complications. This was the hospital's first use of the device. The or nurse had difficulty loading the clip cartridge onto the applier and discovered that the modular clip applier was not assembled properly. The cartridge was removed and later reapplied. A hemostat was used to remove the cartridge post-op so it is unclear if the cartridge was damaged prior to surgery. The malfunction is occurring below the frequency of severity that are usual for this device.